Event description:
It was reported that the fiberwire broke during use; the incision was converted from arthroscopic to open in order to complete the case. The reporter stated after the surgeon screwed in the anchor and pulled out the handle, the suture broke; there was no friction with the cannula during the event. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) for abraded, torn, or broken sutures is nicking the suture with another instrument and/or fraying from sharp edge of the bone tunnel. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per customer, will not return device.